Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 17 november 2015. Testing found that the fans on the motion control board were cycling in and out. A replacement motion charger power control board was shipped to the site and the replacement was performed on 18 november 2015. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The motion charger power control board was returned to the manufacturer for analysis. Testing confirmed that the fans cycled on and off. This confirmed an electrical based failure after 1.5 days of operation led to the revving pfc fan manifesting. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while in a spinal fusion, when the surgical technician plugged the imaging system into the viewing station of the imaging system. The system shut down unexpectedly. Upon restarting the system, the medtronic representative had to re-calibrate the motion controls. Once completed, the system functioned as designed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.